Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. There were no abnormalities during the preparation of the sheath. During the first aspiration without a dilator, no air was visible. The catheter was inserted, and air was drawn continuously during aspiration. Approx. 40 ml were aspirated and air continued to come out. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. There were no abnormalities during the preparation of the sheath. During the first aspiration without a dilator, no air was visible. The catheter was inserted, and air was drawn continuously during aspiration. Approx. 40 ml were aspirated and air continued to come out. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.